Event description:
On (B)(6) 2014 at the (B)(6) hospital in (B)(6) it was reported that the power supply of the hl 20 console serial number (B)(4) caught on fire during an open heart surgery. The hl 20 console was replaced. No patient consequence was reported. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Based on the description of the event and the photographs provided by the reporter, it was determined that this event was caused was determined to be inadequate sealing of the holes where the masts are attached to the console base allowing cleaning liquids to enter into the console. The ssu was instructed to repair the device by installing the power supply board cover and sealing the masts. (B)(4).